Event description:
The facility representative contacted baxter (B)(4) to report solution administration set that "a baxter perfusor set had a leakage at distal level." This event occurred during priming. There was no patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A labeling review was performed; no non-conformances were identified.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed nor duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. This is a product not distributed in the us and does not have a 510(k) number.